Event description:
Insulation had a hole in it. Pt rec'd two small burns on skin. Two cm and 3/4 cm in length and 1/2 cm wide on both. Procedure was a laparoscopic lap chole/ape combo. Applied neosporin to burn, no other medications needed/pt is doing fine. Surgery delay time was 20 minutes.

Manufacturer narrative:
Complaint originally filed for stryker reusable spoon tip for stryker probes' however, only a component of that probe outer sheath is available for eval. Item was rec'd at aesculap, inc, and will be forwarded for eval.